Event description:
It was reported that the customer received multiple altitude alarms. Reportedly, the customer had originally glued a clip to the back of the pump, and in the process of removing the glue from the pump, possibly got some of the adhesive in the pump vents. The customer attempted to clean the vents, but the alarm repeated and a cartridge alarm 19 occurred. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.